Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned.(B)(4).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-1072, 1073.

Event description:
Allegedly hip pain (right). Negative for inflammation. Removed head, modular neck, and stem. Corrosion on modular neck at head taper side. Minimal corrosion at stem taper that looked contained within stem junction pocket.